Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model. (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the first attempted lead had unsatisfactory numbers, including high impedances and thresholds, so a repositioning was attempted. Upon repositioning, the helix would not extend. The lead was extracted, and helix extension was attempted again, but the lead tip just rotated around itself. Another lead was attempted, again with unsatisfactory numbers. Repositioning was again attempted, and the helix would not extend. The lead was extracted, and helix extension was reattempted, with similar results as the previous lead. The leads were not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.